Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, although the reported issue (spare lamp indicator flashes and main lamp lights at same time) was confirmed, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the spare lamp indicator was blinking while the main lamp was light up due to a faulty spare lamp. Also, evaluation found the lamp hours could not be reset due to a faulty spare lamp, dust was found inside the device, the lamp base was broken, the tank socket had corrosion, the chassis was corroded, and the lamp reached 500 hours. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the lamp reset of the evis exera iii xenon light source was not working and the spare lamp indication was blinking continuously. The issue occurred when preparing the device for use in a diagnostic UDI endoscopy and biopsy sampling. The procedure was delayed by a few minutes and then completed with a similar device. There was no reported patient harm or impact due to this event.